Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site for additional information, and the following details were provided: the incident occurred after the surgery was over, and the system was used in the prostatectomy procedure. The system was connected to onsite during the prostatectomy procedure. No malfunctions of the system occurred. The nurse who was injured was fully trained to support robotic surgery. The nurse's index finger was fractured, and this was confirmed via x-ray or other imaging. The nurse is currently doing fine. It was unknown which bone was fractured and which medical and/or surgical interventions were required to treat the fracture.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy procedure, a nurse incurred an injury while moving the patient side cart (psc) during undocking. The nurse did not realize that the cart drive knob of the psc was in position d ("drive mode"), and the cart moved backwards, pressing the nurse's hand against the wall and breaking her fingers. Per the site's nurse coordinator, the nurse was parking the psc near the wall, and the psc handlebar was too close to the wall. She accidentally activated the drive in the wrong direction. Per the reporter, this was the nurse's first time working with the system, and information regarding her training was not provided. The system was reportedly not used in the surgery. The nurse received unspecified medical care at the hospital, and she was given a 10-day sick leave to recover. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse accessed artemis from the system, but unfortunately, the records were not uploaded. The clinical engineering team started up the da vinci system to check if there were any errors, and it started up as expected, with no errors. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The fse reminded the users during the on-site visit how to drive the psc properly, and they provided more information about safety. The probable root cause cannot be determined based on the information provided and on the fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.